Manufacturer narrative:
As reported, the 5f pigtail catheter broke during withdrawal due to friction with the plaque and the iliac axis bends. The proximal portion of the catheter stayed on the guide. There was no reported patient injury. The procedure was for an aortic endograft for final angiographic control. The lesion had little calcification and vessel tortuosity. There was no stenosis, however there were several endograft extensions to cross. The device was stored and handled per the instructions for use (IFU). The device was prepped per the IFU and prepped normally. There were no anomalies noted during prep. There was no resistance met while advancing the device but there was resistance met while retrieving the device. The device separated at the proximal end 10cm to the tip. The device did not kink in the area of separation. The segment was retrieved via a snare. The separated piece was completely retrieved. The procedure was completed successfully. The device will not be returned for evaluation. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. The reported ¿catheter separated - in-patient¿ and ¿catheter withdrawal difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause of the withdrawal difficulty and separation could not be determined. Based on the limited information available for review, procedural/handling factors characteristics may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Avoid excessive tension on the device during manipulation. Extreme care to avoid stretching or elongation must be exercised during manipulation and withdrawal. If resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm super torque® mb angiographic catheter positioning under high quality fluoroscopic observation.¿ without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Event description:
As reported, the 5f pigtail catheter broke during withdrawal due to friction with the plaque and the iliac axis bends. The proximal portion of the catheter stayed on the guide. There was no reported patient injury. The procedure was for an aortic endograft for final angiographic control. The lesion had little calcification and vessel tortuosity. There was no stenosis, however there were several endograft extensions to cross. The device was stored and handled per the instructions for use (IFU). The device was prepped per the IFU and prepped normally. There were no anomalies noted during prep. There was no resistance met while advancing the device but there was resistance met while retrieving the device. The device separated at the proximal end 10cm to the tip. The device did not kink in the area of separation. The segment was retrieved via a snare. The separated piece was completely retrieved. The procedure was completed successfully. The device will not be returned for evaluation. Additional procedural details were requested but are unknown.